Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a red-colored fm was found in a tube.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-27 h6: investigation summary bd received 1 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective stopper molding as red embedded fm was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for defective stopper molding as red embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective stopper molding as red embedded fm. Bd determined that the root cause of the indicated failure mode was attributed to fm embedded in the stopper is that the stopper had a rubber pellet from other products molded in the stopper (inclusion). Rubber stopper inclusions are the result of pellets remaining at the press from a prior product cycle with a poor line clearance performed prior to the next cycle. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter. The customer stated: according to the customer's report, a red-colored fm was found in a tube.